Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that certain medications required override to issue even though the order had been verified. The technical support specialist (tss) stated that the override error occurred due to the item was issued outside of the scheduled time and it was an expected behavior. The customer acknowledged the same. The tss also mentioned the user to give a callback whenever the insulin wanted to be issued, so that the tss could check the screen and determine what was preventing the user from adjusting the sliding scale. For the q lock installation, the tss requested the user to go through the preventive maintenance (pm) for coordination and approval and provided the contact information for the same. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user questioned why certain medications still require an override for dispensing even though the orders have been verified in health care sight. Pregabalin 50 mg and ipratropium/albuterol nebulizers were identified as examples. Additionally, the user reported an issue with insulin lispro dispensing for sliding scale orders. When pulling the medication, the system defaults the dose to 3 units and does not allow the user to edit the units as it previously did, preventing the correct dose from being issued. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.